Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the set screw of the expedium top notch connector had loosened so that the construct was not rigid anymore. As a result, a concomitant device rod slipped out of the connector. On the counter/opposite side of the construct, a rod broke approximately . 5 mm under a concomitant device monarch end to end dual connector. The following mfg. Med watch reports are being filed for the expedium top notch connector with the loosened set screw and the rod that broke post-operatively: 1526439-2014-11638; 1527439-2014-11639.